Event description:
Customer reported an rh discrepancy on the abs2000. A o rh negative patient was reported as rh positive by the abs 2000. The patient was tested in duplicate on the abs 2000; one sample was reported as o rh positive and the other sample was ntd. A redraw of the sample was tested on the same day and resulted as o rh negative. The customer performed tube testing with the same reagents used on the instrument; results were rh negative.

Manufacturer narrative:
Review of the instrument results files confirmed the customer's results. Testing of in-house donor samples of various rh phenotypes, including weak d cells, on an in-house abs2000 and in ha, using retention anti-d series 4, lot 504692, and anti-d series 5, lot 505546 resulted in expected reactivity. The returned samples were tested with retention anti-d series 4, lot 504692, and anti-d series 5, lot 505546, on an in-house abs2000. The samples typed as o, rh-negative; one sample was severely hemolyzed. The samples were tested in ha with retention anti-d series 4, lot 504692, and anti-d series 5, lot 505546, and with other manufacturers' anti-d blood grouping reagents. The samples exhibited no reactivity with all anti-d reagents tested. The customer's typing of o, rh-negative was confirmed. The customer did not return product for investigation.